Event description:
It was reported there was a loss of therapeutic effect. The patient had been having problems since (B)(6) 2012. It was noted the patient had tingling in their stomach. It was also noted the patient was not able to feel stimulation. I the patient's home there was a 540 watts amateur radio transmitter. When they used the transmitter the patient felt stimulation differently. Patient has had to keep patient programmer next to her at all times because stimulation started to hurt. It was noted when the amateur radio transmitter was on patient stimulation would start to hurt and when the patient changed rooms, the pain would settle down. Patient stimulation was adjusted from 2.25 volts to 2.20 volts and patient reported stimulation felt better. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # va0374n, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).